Event description:
Per facility contact the PICC allegedly leaked at the site. Unk if this has a hole in it. Contact was unaware of any pt harm.

Manufacturer narrative:
A lot history review (lhr) of rexb0026 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.